Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump kept alarming failed battery test. Customer's blood glucose level was 135 mg/dl. The device was not returned.

Manufacturer narrative:
The date of event provided with the initial report was incorrect. The correct information has been provided with this report.